Event description:
It was reported that the device was explanted due to backup vvi mode observed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported event of a hardware reset was confirmed in the laboratory and was due to a low battery voltage. The device memory appeared to be corrupted due to the low battery voltage and the archived device data could not be obtained. Based on usage default values, the device was found to be marginally below the expected limits. No high current drain sources were found during bench and automated electrical testing. The cause for the reset could not conclusively be determined.